Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and an unspecified pump error. The customer¿s blood glucose level was 150 mg/dl. The customer reported that the battery was wet and some type of fluid in chamber. The customer was not able to trouble shoot for the pump error due to blank display. The insulin pump will not be returned for analysis.